Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information that was received, which was not included in the initial report. The information has been provided with this report.

Event description:
The customer also reported the thresholds suspend limit was set to 60 mg/dl. The threshold suspend feature was activated since the customer's sensor reading was 54 mg/dl.

Event description:
Customer reported that the insulin pump returned a change sensor alert, a calibration error, and a low suspend alert. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.